Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# serial# (B)(6) product type accessory product ID m995402a001 serial# (B)(6) product type h3: analysis of the recharger (product ID 97755-s lot# serial# (B)(6) found the controller won't power on when the rtm is plugged in. Also, the white arrow rubbed off the connector but this does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having difficulty getting their implant (ins) charged past 70% and the issue began 2-3 days ago. Patient stated they were sitting at 70% for the last 10-20 minutes and their implant was still at 70%. Patient mentioned they usually get their implant charged in 10-20 minutes and their implant charges up pretty quickly. Patient stated this was their second recharger and their previous recharger was replaced because the bottom part was not straightening out. Patient mentioned the recharger gets a little warm when recharging ins. Patient was currently in a charge session; controller showed 90% and ins 70% recharging with excellent quality. Agent asked clarifying question and patient confirmed no error messages/codes appear on their controller. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent instructed patient to clean recharger pins and controller port then start a charge session. Patient mentioned battery low message appeared and was unable to confirm the full message. Patient mentioned controller dropped 20% when recharging ins and ins was still at 70%. Agent confirmed controller was able to connect wirelessly to ins. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent had difficulty understanding; patient was muffled during call. Pt called back in and reported that the replacement controller did not resolve the issues. Pt had the recharger replaced in the past, but they had the original battery pack. Pt confirmed they were using the replacement controller. Email was sent to repair to replace the battery pack. Pt called back stating that they received the replacement battery pack today and that they charged the controller for over two hours but the controller never charged. Pt said that they saw a plug icon instead of the battery icon and the controller kept saying that the battery was empty. Agent understood that the pt was possibly using the wrong equipment or that the battery pack was not dully seated in the controller. Agent asked the pt for the serial number of the new battery pack. Pt provided the serial number of the old battery pack. Pt insisted that they were using the right battery pack. Pt refused to provide the serial number of the new battery pack. Agent reviewed the differences between the old battery pack and the new battery pack. Pt thought that the (B)(6) battery pack was the new one. Agent advised the pt several times that the (B)(6) battery pack was the new one. Pt became escalated and rude. Pt was also very difficult for agent to understand clearly during the call. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt did not see the controller light flashing green. Agent kept trying to verify with the pt the equipment they were using, however pt just kept insisting they were using the right equipment and that the battery pack was full inserted in the controller. Pt then said that they thought they had the battery in the wrong controller. Pt was using the dummy controller instead of the actual controller. Pt inserted the battery pack in the proper controller and saw that the controller was 90% charged. Pt noted that the ins was at 60%. Pt confirmed that everything was working by the end of the call. Pt called back reporting same events stating they have been sent everything and were still having issues with the screen saying battery needs to be replaced. Pt mentioned taking 3 hours plus to get to 70%. Agent advised to reset equipment. Pt stated they have done this already. Pt stated they woke up in pain today. Agent was able to get pt charging during call and sent request to repair for recharger and if pt continues to have issues reviewed will need to make an appt with hcp and the mdt rep to check device and equipment. Agent reviewed and directed to hcp. It was noted the patient returned their replacement battery pack with no additional information.